Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declined to 46 mg/dl. The customer stated they were able to raise their blood glucose with a soda. The customer declined to troubleshoot for their blood glucose. Customer declined to return the insulin pump for analysis.